Manufacturer narrative:
Date sent to the FDA: 4/14/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014, (B)(4) submitted for adverse event which occurred on (B)(6) 2014, (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2014. It was reported that the patient underwent recurrent ventral hernia repair surgery and removal surgery on (B)(6) 2014 during which the surgeon noted the mesh was involved in a fascial defect. The entire portion of the mesh was removed. It was reported that the patient underwent recurrent, incarcerated incisional hernia repair surgery and removal surgery on (B)(6) 2015 during which the surgeon noted the mesh to be completely ineffective. The mesh was removed. It was reported that the patient experienced severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 04/12/2021.